Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device's keypad was found defective: key number 1 was not working. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'keypad is defective: key number 1 is not working' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The softkey at row 1 column 2 were cosmetically damaged. The reported condition was verified. The cause of the condition was determined to be faulty keypad. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.